Manufacturer narrative:
(B)(4). The patient disconnected from the set and did not follow proper disconnect procedure. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient disconnected without following proper procedure during drain four of four of peritoneal dialysis therapy. The care giver explained that when the patient disconnected, they put a cap on the transfer set, but did not put the flexicap on a disposable homechoice cassette line. The patient did reconnect and the technical service representative (tsr) instructed to disconnect and assisted with ending the therapy. The tsr explained that the patient should always use a flexi cap when disconnecting. There was no patient injury or medical intervention associated with this event. No additional information is available.